Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicates that the insulin pump had an issue with keypad anomaly. Customer stated they received stuck button alarm and numbers were not ramping on their own. Scroll bar was not moving with no input. Customer stated that the confirm, arrow down and back button were unresponsive. Customer was able to access menu screen and they use up arrow to navigate screens. Customer stated block mode was inactive. No harm requiring medical intervention. The customer will discontinue use of the devise.

Manufacturer narrative:
(B)(4). Retainer = black. Customer returned the insulin pump for alleged unresponsive back and down arrow button response found on (B)(6) 2022. The insulin pump passed the displacement test, self test, and the keypad voltage test. Successfully downloaded the trace and history files using thus. All buttons responded properly during testing. The insulin pump was cut open to perform visual inspection. No evidence of physical or moisture damage to the keypad assembly, electronic assembly, or motor. The electrical board was found to be locked properly during the visual inspection. A p-cap locks properly into the reservoir compartment. The following were noted during physical inspection: scratched case, stained keypad overlay, serial number label faded, and pillowing keypad overlay. Unresponsive keypad buttons are not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.